Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the (B)(4) xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that the cause of the xt valve embolization into the lv post tavr procedure may have been related to the mild annular calcification. There was no allegation or indication that the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, post procedure a 23mm (B)(4) xt valve embolized into the left ventricle outflow track (lvot) and the valve was explanted. The 23mm (B)(4) xt valve was implanted in a final 50:50 position with nominal volume. The procedure was completed without any anomalies. When a follow-up transthoracic echocardiography (tte) was performed later on the same day, it was confirmed that the valve had embolized into the lvot. The valve was rotated 90 degrees toward vertical direction, with the non-coronary cusp (ncc) being the fulcrum point. From long axis view, the valve was seen as a shape of a ring. There was no trouble in hemodynamics and there was no subjective symptoms. The physician reviewed the film and reviewed an x-ray taken post procedure which captured the event. It was inferred that the embolization into the lvot occurred in approximately an hour post procedure. On post-operative day (pod) 1, aortic valve replacement (avr) was executed. The patient's progress after avr was good. The aortic annulus area measured (B)(6) mm2 with moderate calcification on the non-coronary cusp (ncc) and mild calcification on the left coronary cusp (lcc) and right coronary cusp (rcc). The physician commented that there was no problem with size selection, since the valve was (B)(6) over sized based on the measured annular area. The physician also commented that it is possible that the valve could not hold on to the annular ring during diastolic pressure, as the calcification at the lcc and rcc was mild.